Event description:
During remote follow up, under-sensing was observed on the device. Provocative testing was performed and the under-sensing was reproduced. The patient was stable and will continue to be monitored.